Manufacturer narrative:
The information about the returned coaguchek system testing reported in the previous supplemental MDR was incorrect. The correct information follows: the returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.0 inr, customer meter with customer strips: 3.8 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient initially complained of receiving high values when testing with coaguchek xs meter serial number (B)(4). The patient believed that the high results were due to her being sick with bronchitis. Of the data provided, only one result was discrepant. At 8:30 a.m., a sample from the patient was tested on the meter, resulting as 2.8 inr. The patient was told by her provider to stop using the meter and advised her to seek laboratory testing. At 11:00 a.m., a sample was collected from the patient and tested in the laboratory using the dade innovin method on a sysmex cs-2500 analyzer, resulting as 2.1 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient's current condition is good/normal. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every other week. The patient did not have any hematocrit issues and did not have antiphospholipid antibodies. The patient's diet had changed since she was not eating properly when sick with bronchitis for 3 weeks the patient did not have symptoms of bleeding or bruising. The patient's meter had not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr ; donor 2 inr: 2.2 inr . Donor 1 hct: 55%; donor 2 hct: 51%. Testing results: donor 1: retention meter with masterlot strips: 3.1 inr; customer meter with customer strips: 3.2 inr. Donor 2: retention meter with masterlot strips: 2.1 inr; customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.